Event description:
The suture was used during a procedure on the knee. Reportedly, the needle broke. The surgeon applied another suture to complete the procedure. The hospital has reported no pt injury occurred.